Event description:
It was reported that during ptca/stent procedure, after pre-dilating the distal and mid right coronary artery lesions with another co's balloon catheter, a stent was implanted in the distal lesion. After pre-dilation in the mid right coronary artery, an angiographic dissection was noted in the mid right coronary artery. A second stent was implanted in the mid right coronary artery. The dissection was noted to have extended proximally following the placement of the stent in the mid right coronary artery. Angiography did not appear to indicate a dissection in the proximal section of the vessel prior to the placement of the mid right coronary artery stent. It was reported that there was no device failure involved in this case. A third stent was placed in the proximal section of the right coronary and post-dilation was performed. The case was completed with a good outcome.